Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of high blood glucose readings and air bubbles in the reservoir. The customer stated that she had to change her infusion set more frequently due to bubbles. The customer stated that she is also getting alerts to fill cannula after cannula has been filled. The customer also stated that her pump refused to deliver a bolus before her meal, which caused her to receive a high blood glucose reading. The customer also stated that she had a hard time getting the light on.